Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received, or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on 04/06/2011. An actual sample was received for evaluation. A visual inspection of the sample did not reveal any abnormalities. The sample was then submitted to an underwater leak test and no leakage was observed. The condition was not confirmed and no root cause was identified. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
The customer reported to baxter (B)(4), an interlink system administration set with spike in which a leak occurred from the connection between the male luer and a needle. The condition was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.